Event description:
A report was received that the patient was having difficulty charging her ipg. An x-ray was taken and the ipg has not flipped. A boston scientific representative reports that the cause of the difficulty charging may be due to the implant's pocket depth. The patient had a pocket revision and is reportedly doing well.

Manufacturer narrative:
This is the final report.